Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013, 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had an electrical reset. It was also reported that the right ventricular lead triggered a lead integrity alert for high rate non-sustained episodes and another unspecified reason. The device and lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.